Event description:
It was reported that the port access needle leaks from the needleless connector. Patient status/intervention: stable. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. The sample appeared unremarkable. Microscopic inspection of the valve was unremarkable. No evidence of damage or leakage was observed. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization of the sample. The valve functioned as intended when subjected to various infusion and aspiration pressures. No deficiencies were observed during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the port access needle leaks from the needleless connector. Patient status/intervention: stable. No other information was provided.